Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customers blood glucose level was 83 mg/dl. The customer reverted to an alternate method in insulin therapy.